Manufacturer narrative:
Additional product code hto. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the surgeon was using the remer irrigator aspirator (ria) system and the assembly broke off during the reaming process. The surgeon was unable to complete harvesting and obtained no graft for use. It is unknown if there was a surgical delay. The surgery ended fine and the patient was stable. This complaint involves two (2) devices. This report is for (1) ria 2 bone harvesting kit 520mm sterile. This report is 1 of 2 for (B)(4).